Event description:
An ophthalmologist reported that the laser probe got stuck in the trocar during a vitrectomy procedure. The probe was exchanged and the case was able to be completed without delay. There was no patient harm reported.

Manufacturer narrative:
A sample has been received but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).